Event description:
It was reported that during a spinal procedure, the surgeon inserted screws into the cervical plate on the patient's neck when the screwdriver malfunctioned and would not release one of the screws. The surgeon pulled the screwdriver from the screw causing the construct to dislodge. A new plate size was chosen and new holes drilled for screw placement and the procedure was completed without any further complications. According to the report, the surgeon stated that "the end result was fine but it extended surgery and was not optimal". No further patient complications were reported.

Manufacturer narrative:
Product analysis summary: macroscopic examination of instrument did not identify any material or functional issue with respect to deformation, wear, or breakage that could contribute to the foregoing event. The instrument hex size was functionally evaluated with gage# g2123 hex min/max gages per the inspection qac document. Both instruments were able to be inserted into the min and max gages without issue while retaining the gage, and removed without difficulty. Additionally, a sample anterior cervical plate screw was utilized to functionally evaluate screwdrivers. The drivers properly retained sample screws for loading, with no issues identified with removal of drivers from the screw head. Attempting to remove the screwdrivers off-axis could result in binding between the driver and the screw head. After visual, and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant components. Unable to replicate customer concern; after macroscopic inspection and functional evaluations, the instruments appear to be capable of functioning as intended.

Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.